Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was prompting an error 2 message when he was attempting to test his blood glucose. Per the ot ultralink owner's booklet, the error 2 message prompts when there is a problem with the meter, or the operator is using a used test strip. The complaint was classified based on the customer care advocate (cca) documentation. One week prior to contacting lfs, the patient alleged the issue first occurred. The patient reported using insulin pump therapy (type unknown) to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 2-3 hours after the issue began, he developed symptoms of 'frequent urination, dry mouth and blurry vision.' The patient denied receiving any medical intervention in response to the alleged issue. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used and there was no misuse of the product. The cca also noted that the patient's testing steps were correct and the patient's test strips were correct. When the patient was prompted to press the power button, the alleged error message did not occur. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient alleged he was unable to test his blood glucose due to the alleged issue, therefore suffered from symptoms suggestive of hyperglycemia.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.